Manufacturer narrative:
Section b3: correction: the patient was implanted with (B)(6) on (B)(6)2018. Therefore, the previously reported event date of (B)(6)2018 is incorrect as the patient had not yet been implanted yet. Manufacturer's investigation conclusion: a direct correlation between the reported cardiac arrhythmia and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient had some atrial flutter on 06jul2018 and was put back on amiodarone. No alarms were reported for this event. The cardiac arrhythmias were possibly related to the device under study, but resolved on 18jul2018. The patient remains ongoing on hm3 lvas, serial number (B)(6). The hm3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21jun2018. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced decompensation with arrhythmia and required a cardioversion on (B)(6) 2018. On (B)(6) 2018 the patient experienced some additional atrial flutter and was put back on amiodarone.